Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient contacted boston scientific technical services (ts) and reported that she had experienced syncope and was curious if they could access the remote home monitoring system data. Ts referred the patient to her physician for further evaluation. No additional adverse patient effects were reported.